Manufacturer narrative:
An event of pericardial effusion, cardiac tamponade, cardiac arrest, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information available, the cause of the reported pericardial effusion, cardiac tamponade and cardiac arrest, and death could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed to resolve pericardial effusion and resuscitation was performed due to the cardiac arrest. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2025, a 22 mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer amulet delivery sheath. During the procedure, the mean left atrial pressure was more than 10 mmhg, 7000 ui of heparin was administrated and the amulet was successfully implanted after one partial recapture. Five hours after the closure, the heart of the patient was stopped and they made a massage. A transesophageal echocardiogram (tee) was conducted and they found a circumferential pericardial effusion. The size of the effusion was 25 mm and a cardiac tamponade was also present. When the patient was stable, hey tried to drain the effusion but the patient had a new cardiac arrest and reported passed away. The physician mentioned the cause of death was tamponade.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer amulet delivery sheath. During the procedure, the mean left atrial pressure was more than 10mmhg and the amulet was successfully implanted after one partial recapture. Five hours after the closure, the heart of the patient was stopped and they made a massage. A transesophageal echocardiogram (tee) was conducted and they found a circumferential pericardial effusion. The size of the effusion was 25mm and a cardiac tamponade was also present. When the patient was stable, hey tried to drain the effusion but the patient had a new cardiac arrest and reported passed away. The physician mentioned the cause of death was tamponade.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.